Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.

Event description:
The customer reported that during a whipple procedure, the device stopped working. The surgeon noticed a lack of steam and smoke which alerted him to the fact that the device was not sealing. It is unk whether or not an end tone, indicating a completed seal cycle, was heard when the device did not seal. Another device was used to complete the procedure without issue. There was no pt injury.